Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. MFR report # 1627487-2018-01934. It was reported that patient had a surgery on (B)(6) 2018, wherein dbs system was explanted due to infection at right hemisphere of the brain. Cultures were obtained and returned positive for bacterial infection. Patient received antibiotics intra operatively and was hospitalized for 2 days.